Manufacturer narrative:
Update from previous submission based off new information provided: b3 (date of event) updated from 09/16/2024 to 09/17/2024 as the symptoms were observed the day after the treatment. According to the fraxel dual laser system, user manual, swelling, redness, peeling, and hyperpigmentation are known complications of fraxel treatments. Mild to moderate edema (swelling) and erythema (redness) typically develops immediately after treatment and diminishes or resolves within the first several days post-treatment. A small degree of swelling and redness may last longer in some cases. Peeling is a common symptom once the skin has healed initially. Flakiness and dry crusting will gradually clear. The possibility of temporary and permanent skin color change is known to exist with any laser treatment. Post-inflammatory hypopigmentation and hyperpigmentation are known complications of many laser treatments and may occur with fraxel laser treatments. A review of the manufacturing records showed all requirements were met. Field service evaluated the system onsite and confirmed that the system performed as expected. The system passed functional check, laser power check, and pattern paper test. The treatment tip was also evaluated by field service and found no damage or issues related to this event. No nonconformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, swelling, redness, peeling, and hyperpigmentation are known complications of fraxel treatments.

Event description:
The patient later reported the skin becoming swollen, red, and looked burnt one day after the procedure of the face and eyes. Peeling and sensitivity occurred in the days to follow, along with the dark spots under the eyes. No other treatments (besides the one reported) were performed in the same area where symptoms were reported, nor has the patient undergone any other treatments in the same symptom area within the past ninety days. The patient reported having prior hyaloron injections on the affected area. A rolling technique was used instead of a stamping technique. Bepantene and a sunscreen lotion protection were applied as a post healing treatment. Sun exposure is limited, and sunglasses are always worn per the patients report.

Event description:
A patient reported hyperpigmentation under the eyes, worsening pores, and unsatisfactory results approximately three weeks after receiving a fraxel treatment. A request for additional information has been made.

Manufacturer narrative:
The investigation is underway.